Event description:
It was reported that the physician suspected this subcutaneous implantable defibrillator (s-ICD) battery to be prematurely depleting. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. It was indicated the device is retained at the facility and is not expected to be returned for analysis.